Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed by tandem technical support, however, the customer declined to complete the check. Customer was able to resume insulin successfully. Customers blood glucose was 126 mg/dl.